Manufacturer narrative:
The product was not available for return. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15345361 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The instructions for use advises the user to "initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker." It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. There is not enough information to draw a definitive clinical conclusion between the device and the reported event; however, procedural factors may have impacted the event. During placement, it is imperative that the treating physician holds the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition then segments of compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. Failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
During deployment of a 6x80 stent in a calcified and tortuous right external iliac artery it was reported to have shortened to 50mm. An ipsilateral approach was made and the smart control was delivered to the target lesion for direct stenting. However, resistance occurred during deployment of the stent (the IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used."). The stent was eventually deployed in the lesion with good wall apposition, but it was shortened to only 5cm in length. Therefore, an additional unknown stent was placed in the lesion and the entire target lesion was fully covered. There was no reported patient injury.